Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35, only 2 out of 4 rows of staples could staple the tissue. Another device was used to complete the case. There was no consequence to the pt.